Manufacturer narrative:
The insulin pump passed displacement test and excessive no delivery alarm test. No excessive no delivery alarms noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump had cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarm during bolus and basal. The customer's blood glucose was 414 mg/dl at the time of incident. The customer stated that they have been treating the high blood glucose with manual injection. The customer reported that the no delivery alarm was not resolved. The insulin pump will be returned for analysis.